Manufacturer narrative:
(B)(4). One (1) dtouch2 debakey clamp 25 mm jaw 5 mm 36 cm was returned as the complaint samples. The etching on the sample was noted to be legible. The lot code was noted as g13 (july 2013). The etching indicated that the sample from 2013 was repaired once, ¿r1¿. The sample was returned intact with all parts, and no missing pieces were noted. Upon initial visual inspections the sample displayed usage marks consistent with the age. Scratches were found on the handle as well as staining on the pad printed section. A tag was placed on the sample with the word ¿repair¿. Further inspections were performed with the following people: a manufacturing engineer, a repairs operator, a quality inspector, and two manufacturing operators. A consensus of opinions resulted in the conclusion that the sample functioned as normal, with both the ratchet and rotation knob activating as intended. In the repairs completed on the sample, there was never a mention of the jaw being replaced, which confirms that it has been used for the duration of the sample¿s life. The overall sharpness was then examined, in which the sample was declared to have a slightly raised edge. This edge has not been an issue over the 4 years this sample has been in existence. Testing was performed on muslin cloth with a pulling force. No tearing or cutting was observed on the cloth. There are many unknowns concerning the reported failure: the amount of procedures the sample has endured, the amount of usage, the amount of uses in which the sample did not cause excess trauma and the amount of wear upon the instrument. In addition, it is unknown of the user technique and the force that was applied to the tissue during the surgery which was performed. This would indicate the amount of trauma in which the cut bowel endured. As this device was found to be within specification, as a recommendation the use of a bowel clamp might be better suitable for usage since it has longer jaws with 2x3 rows of smooth teeth and is available under product numbers sp90-7845 and sp90-7846. Device history record for date code/lot code, g13 r1 (july 2013) lot number 856915 was reviewed: all work instructions were completed accordingly. No issues were identified. Qa inspections were performed; all inspections passed. The repair record was reviewed and nothing was included about the jaw being replaced, or dulled/sharpened. Conclusion(s): other- not confirmed the reported failure could not be duplicated. It has been recommended the use of a bowel clamp which might be better suitable for usage since it has longer jaws with 2x3 rows of smooth teeth and is available under product numbers sp90-7845 and sp90-7846. Bd will continue to trend and monitor this reported issue and for this product family.

Event description:
The customer reported the instrument tore bowel during use. On 11may2017 additional information: the issue was found during procedure, the bowel was torn but was repaired by surgeon, the patient was stable, no retained object or x-rays required, the procedure was possibly a lap rouk-en-y, which was completed as planned. On 03aug2017 notified by plant received two devices, one marked sharp lot h09 and one device marked repair lot g13 r1. Writer called customer to verify the h09 lot was the event device and the customer reported dr. (B)(6) used both devices in the event and tore the bowel with both. The customer would like sales rep to come to witness the doctor's technique as these are aged devices and other doctors are not having similar issues. A second record will be created to capture the second device. This is the second record.